Manufacturer narrative:
Event year reported as 2018; however exact date is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the transforaminal posterior atraumatic lumbar (tpal) applicator inner shaft was broken inside of applicator knob while trailing implant. There was no surgical delay and patient consequences. Concomitant devices reported: t-pal spacer applicator knob (part# 03.812.004, lot# unknown, quantity# 1). This report is for one (1) t-pal spacer applicator inner shaft. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A review of the device history records: part: 03.812.003, lot: l269819, manufacturing site: (B)(4), release to warehouse date: 28. Feb.2017. The device history record shows this lot of 18 pieces was processed through the normal manufacturing and inspection operations with no rework or non-conformance noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device evaluation investigation flow: broken. The transforaminal posterior atraumatic lumbar (tpal) spacer applicator inner shaft (part number 03.812.003, lot number l269819) was returned to us customer quality. Upon visual inspection, it was clearly noted that the ball tip at the proximal end of the inner shaft was broken. The break is located at the base of ball tip where it meets the tapered shaft. The broken ball tip is missing and was not returned for investigation. Additionally, the prongs of the inner shaft seemed to be deformed and flared up, extended outward at angle, more likely because of normal wear. The balance of the device was noted to have discoloration and scratches present on the top and bottom surface consistent with use. Upon visual inspection of the applicator knob, the device was found to be intact with no defects. The broken ball tip was missing and was not found to be attached/stuck inside the applicator knob. The received condition of the broken ball tip of the inner shaft does agree with the complaint description. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional analysis was completed. The outer diameter of the shaft, distal to the taper, measured is within specification. The prongs of the inner shaft seemed to be deformed and flared up, extended outward at angle, more likely because of normal wear and repeated use. Dimensional analysis could not be performed due to post manufacturing deformity. The relevant outer diameter of the shaft at the break could not be inspected due to the location of the break. Both functional test and complaint condition replication was unable to be performed due to post-manufacturing damage. Document/specification review the following drawing was reviewed; review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Only top level of the device history record could be reviewed. Device history record and material /hardness review could not be performed for the sub-components as they are not lot tracked. The complaint condition is confirmed as the device (part number 03.812.003, lot number l269819) was received with the ball tip knob broken at proximal end of the device. The t-pal applicator instruments are designed and produced to withstand normal forces during a surgery. As forces can vary, forces can vary during use, the inner shaft has a predetermined breaking point on the proximal end. Whenever a certain axial force is being achieved the instrument should break rather on the proximal end than on the distal end. This allows the user to dismantle the instrument and remove it safely avoiding patient contact to any broken parts. Therefore, it can be confirmed that the visible damages are not from any manufacturing non-conformity. While there is no definitive root cause, the received failure mode is consistent with unintended excessive impaction forces on the proximal coupling ball tip which could have led to broken condition. There is no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis.

Event description:
Concomitant device reported: t-pal spacer applicator knob (part# 03.812.004, lot# l817812, quantity# 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: description of event or problem: updated concomitant device. Device identification; concomitant medical products. Device evaluated by MFR, device manufacture date, evaluation codes: a review of the device history records has been requested. Device evaluated by MFR, evaluation codes: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Corrected data: report source. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.